Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the insulin on board (iob) was not always showing on the meter remote calculations. The reporter called back into animas reported that no iob showed in the meter remote calculation during a bolus at 11:21 pm. The reporter stated that since that bolus, all boluses have showed the appropriate iob in the calculation. This report is made based on the allegation of the bolus iob calculation issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/24/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter remote was not returned with the pump for investigation and a test meter was used for testing. On evaluation there was no activity observed in the black box or download history related to the complaint. Review of the pump settings confirmed the insulin on board (iob) was set to 4 hours and insulin sensitivity factor (isf) was set to 5 mg/dl. Using the patient's settings an ez-bg was performed for 5 mmol/l above target and the pump correctly calculated a 1 unit bolus. A second ez-bg bolus for 5 mmol/l above target was performed and the pump correctly calculated a 0 unit bolus due to iob. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.